Event description:
It was reported that during a percutaneous intervention treatment procedure, a balloon rupture occurred. The lesion was located in a calcified vessel. The 2.5 x 20 mm apex balloon was inflated and ruptured. The rupture occurred before the balloon reached rated burst pressure. The procedure was completed with another apex balloon. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).